Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cuff of the tube blew during insertion on the patient. Additional information provided indicated that re-intubation was required.